Manufacturer narrative:
As of today, no product return for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. DHR task closed as reasonable effort to obtain a lot number have not been successful. Should the lot number become available at a later date then the DHR task may be re opened and completed. The faulty unit has not been returned to us, so we have been unable to perform failure analysis testing on the device as we normally would. Prior to use all pico pumps undergo a full testing regime, to an agreed specification. This ensures that all pumps are functioning correctly before being used in manufacturing; any failures identified are segregated for investigation. On this occasion we have not been able to identify a definitive root cause for the device being noisy and false alarming. Smith and nephew are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump was not working properly due to battery issues. They were concerned the resident was causing part of the problem. Once they educated the resident on keeping the battery pack protected/safe they haven't had any issues. The patient was able to continue therapy once a replacement pack was used. There's no confirmation if this was detected during at the moment that it failed.